Event description:
One endeavor rx drug-eluting stent was implanted in the proximal lad. Patient was asymptomatic at 30 days; 6 months and 12 months follow up. A q-wave mi is reported to have occurred two years post stent implant. Location of mi was posterior/inferior. Investigator has indicated that the event was related to the study stent. Repeat ECG performed. The patient was asymptomatic at 24 months follow up. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Results: myocardial infarction.